Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The age/gender/weight of the patient was not made available by the customer.

Event description:
The customer reported that due to a fallen device, a patient was harmed. The device was used for monitoring in the intensive care unit at the time of the alleged malfunction. The patient received a small cut due to the fallen device. No major treatments were needed.